Manufacturer narrative:
(B)(4). Evaluation, results, conclusion: (device evaluation anticipated).

Event description:
The device was returned for evaluation. The root cause of the event cannot be determined; however may have been due to the slight bend in the spiral lumen.

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm. It was reported that after deployment of the valiant stent graft, the physician was rotating the external slider to the front grip to re-capture the tip however, was unable to rotate the slider all the way back to the home position. The amount of gap between the external slider and the front grip was approximately 2 to 3 cm. It was noted that even though there was a gap, the angiogram confirmed that the tip was recaptured. There was no difficulty in positioning or removal of the delivery system. When the delivery system was removed from the patient there were no kinks observed on the sheath. There was no injury to the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.